Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had damaged retainer ring. The reservoir was able to lock into place when inserted into insulin pump. Customer stated they noticed reservoir area that there was something missing or chipping. The insulin pump had neither bumped nor dropped. There was no damage to reservoir and infusion set. Insulin pump had crack. Customer had reported change sensor alert and sensor updating alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the battery compartment found on 17-aug-2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage. Cosmetic damage was confirmed at the battery compartment. (B)(4).